Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of this 27 mm hancock ii aortic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. It was reported that a transthoracic echocardiogram performed showed severe aortic insufficiency with an aortic valve mean gradient of 19.1 mmhg, peak aortic valve velocity of 2.9 m/s, and aortic valve area of 1.63. Subsequently, the patient successfully had an aortic valve-in-valve replacement with a 26mm transcatheter valve.  No additional adverse patient effects were reported.